Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-14047. It was reported the patient is not receiving effective therapy since approximately last one year. In turn, surgical intervention was undertaken on (B)(6) 2019, wherein a new lead was implanted at vertebral level l4 to cover patient¿s pain area. Therapy was restored after surgery.